Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter compared to a laboratory result using an unknown method. The meter's serial number was requested but not provided. At 11:30 am the meter result was 3.1 inr. At 12:30 pm the laboratory result was 2.38 inr. The laboratory result was believed to be correct. The patient's therapeutic range was requested but not provided.